Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5182008 received through the FDA medwatch program stating: "per pt, on saturday syringe shot out of the pump, was able to finish the infusion after placing syringe back into pump. Pump won't wind up anymore. Per pt, had respiratory illness for past month, maybe covid since pt's husband had covid that was found upon testing at hospital. Pc report submitted. Forwarded to raven psr for scheduling. Serial number- (B)(6). Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, what is the outcome of the event? Resolved. Diagnosis for use: nonfamilial hypogammaglobulinemia." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.